Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 23.0 mmol/l, at the time of incidence. Customer reported that they received insulin flow block alarm. Customer was treat with metered dose injection for high blood glucose level. Customer reported that the insulin was exited. Customer did the displacement without any issue. The insulin pump will not be returned for analysis.